Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with insulin pump and encounter high blood glucose. The customer stated she started with high blood glucose the night before of 482 mg/dl. She contacted her doctor, because she believes the insulin is not delivering. Customer did a full set change and wants to confirm if insulin is delivering. Customer's blood glucose was 414mg/dl in the morning. Customer treated with a bolus, but she stated is not giving her enough. The customer stated she took a juice and blood glucose went down to 407mg/dl after two hours. Customer ate, and then did a completed set change and still not working. The customer's blood glucose then was 385mg/dl. The customer stated her symptom was a headache. Advised customer to treat per doctor's instruction.